Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the reported condition. However, to satisfy the customer concerns, the se replaced the breath delivery (bd) power controller distribution printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, when a 980 ventilator was plugged into alternate current (ac) power it would generate a continuous high pitched squeal. The ventilator was not in use on a patient at the time the event occurred.